Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service camera head was dirty. There here were no reports of patient harm/involvement.

Event description:
No change to customer event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was/was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.